Event description:
Prior to the deployment of the contralateral iliac leg, the selected device was noted would fall short of the desired landing zone. In order to extend the limb of the main body and land the iliac leg graft in the vessel with the proper sealing stent diameter, an iliac leg graft was deployed in the main body prior to placement of the planned contralateral leg graft. Ipsilateral iliac leg graft was deployed, landing at a location in the vessel above the internal iliac artery. Post angiogram noted a distal type I endoleak on the ipsilateral side. Area was ballooned but no resolve to the endoleak was achieved. With the intent of retaining patency of the internal iliac artery and providing a seal in the vessel, a main body extension was deployed distal to the left graft. Endoleak was resolved and no pt complications resulted.